Event description:
It was reported to depuy acromed that a songer cable broke 5 months post-operatively. A revision surgery was required and 2 additional songer cables were implanted. 4 months later, the songer cable implanted on the right side, broke. The cable was explanted and the patient was re-instrumented. There were no other adverse consequences to the patient. A complaint history analysis was performed and no other complaints have been reported for this part number. A dimensional analysis could not be performed on the returned cable due to the damage. A material assessment test was performed on the cables and cable crimps and all conformed to specifications for stainless steel.